Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the displacement test. The pump was received with a motor error alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the unexpected restart, prime, excessive no delivery and occlusion tests due to the motor error alarm. The pump was received with normal operating currents. The pump passed the self-test and off no power test. The motor was tested outside of the device and it passed. The pump was received with minor scratches on the lcd window, a cracked case at the reservoir tube window corners, a cracked belt clip slot, a missing end cap sticker and a broken reservoir tube lip.

Event description:
Customer reported that the insulin pump alarmed motor error during prime. Device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence. Blood glucose value is 120 mg/dl. Nothing further reported.